Event description:
On 11/20/2025, arthrex was notified via email about a case study to be published in the journal of pediatric surgery titled ¿evaluating the cumulative complication risk of the surgical treatment trajectory of pectus excavatum by the nuss procedure: a single-center analysis.¿ this study focuses on the minimally invasive nuss procedure, the standard treatment for pectus excavatum, which involves bar insertion and later removal, both carrying complication risks. The aim was to evaluate the cumulative complication risk across the entire treatment trajectory, from bar insertion through post-removal follow-ups, and to identify predictors of a complicated course of treatment. The study reported 91 complications in 81 patients. Major complications included premature bar removal due to chronic pain (7 cases) or overcorrection (3 cases), bar displacement (10 cases), infection requiring surgical treatment (8 cases), additional bar bending (4 cases), ICU admission (2 cases), recurrence requiring correction (2 cases), hemothorax requiring surgery (2 cases), and sternal fracture requiring intervention (1 case). Minor complications included seroma not requiring surgical intervention (16 cases), wound dehiscence (5 cases), wound infection (21 cases), pneumonia (5 cases), pericarditis (1 case), pulmonary embolism requiring thrombolysis (1 case), sternal fracture not requiring additional intervention (2 cases), and recurrence (1 case). Please cite this article as: franssen cj, daemen jh, van roozendaal lm, van polen ej, michels il, franssen aj, hulsewé kw, vissers yl, de loos ER. Evaluating the cumulative complication risk of the surgical treatment trajectory of pectus excavatum by the nuss procedure: a single-center analysis. Journal of pediatric surgery. Https://doi.org/10.1016/j.jpedsurg.2025.162809.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.